Event description:
Healthcare professional reported "exchange with no complaint against the device". Healthcare professional later reported "ptosis grade 2 to grade 3". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (openings) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Continued b3: "the event was first noticed by the patient "several weeks ago". A review of the device history record has been completed. No deviations or non-conformances noted. The event of ptosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ptosis grade 2 to grade 3.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Healthcare professional later reported "ptosis grade 2 to grade 3". This record is for the left side. Device was explanted and replaced. Device will be returned.